Manufacturer narrative:
Device evaluation of the ipg indicated that the asic-u2 (application-specific integrated circuit) was damaged. Exposing aic (analog integrated circuit) to high electromagnetic or voltage transient environment could cause this type of failure. The root cause of device damage was not known.

Event description:
A report was received that the patient could not get a connection with the ipg and could not charge. The patient underwent ipg replacement. Device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient could not get a connection with the ipg and could not charge. The patient underwent ipg replacement. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that after reviewing the x-ray films the physician confirmed that the ipg had been displaced medially.

Event description:
A report was received that the patient could not get a connection with the ipg and could not charge. The patient underwent ipg replacement. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
.